Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The pigtail mandrel and stent protector were returned with device. A visual examination of the crimped stent showed the 5th most distal strut was damaged. The strut was lifted on one side in a distal direction. Distal struts 5 and 6 are crushed slightly. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage. A visual and tactile examination found no issue with the hypotube and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20may2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified right coronary artery. A 4.00mmx24mm synergy¿stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.